Manufacturer narrative:
The device was returned to olympus for inspection.date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the biohazard contaminated container and cap could not be determined.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.the date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the flushing pump, which is an olympus asset, with no reported complaint. During the evaluation of the device, a contaminated container and cap were observed. The service repair technician indicated that the most likely cause of the contamination could not be determined. There was no patient involvement.